Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced multiple inappropriate shocks from their right ventricular (rv) lead. The rv lead had a confirmed fracture, high impedance, high short interval counts (sic), and noise. The rv lead was partially removed and replaced. Additionally, the patient's right atrial (ra) lead was not capturing. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.